Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a needle. The customer reports that the needle poked through the cap and the dental assistant was stuck with the needle after it was used on a patient. The customer reported that the needle is held by a compudent wand. After the needle was used on the patient, the dental assistant used a one handed recapping method to return the needle to the wand. When the dental assistant was cleaning up after the procedure, she went to dispose of the needle and was stuck, because it had poked through the cap. (B)(6).

Manufacturer narrative:
Submit date: 10/13/2014. An investigation is currently underway, upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 322424x indicates that units were produced on 08/15/2013 and no issues were found in samples inspected from the lot. Maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There was no process or material changes within the last 12 months related to this type of issue for this product. Process monitoring data for the lot was reviewed and there were no issues found. A review of the machine setup was conducted and there were no issues. The machine was observed in its current condition and there were no issues identified. There was 1 used sample returned with this complaint. Visual examination confirmed the cannula was protruding about 189 inch through the cartridge. The issue reported by the customer is confirmed. The root cause of the issue is the recapping of the needle. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are visually examined for pierced sheaths. The lot met all acceptance requirements at the time of release. A manufacturing defect was not identified and corrective action is not required for this report. Instructions on the unit box contain the following statement: do not resheath used needles. Needles are manufactured to be extremely sharp and can pierce the sheaths. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.